Manufacturer narrative:
Co's examination found that there was a leak in the balloon at an abraded area 3mm in length. The product insertion instructions state "that during and following insertion, the presence of atherosclerotic plaques may abrade and weaken the iab membrane resulting in possible puncture of the membrane."

Event description:
The pump alarmed and the catheter kinked during use. The iab was removed and replaced, without any complications.